Event description:
Monitored pt discovered to be in v-fib. Code blue called. Decision made to defibrillate pt, 200 joules ordered. Nurse standing at side of monitor thought that knob was at 200 joules, actually 3 joules delivered. Three hundred joules ordered, actually 5 joules delivered; 360 joules ordered, 7 joules delivered. Defibrillated x 10, no response. Pt expired. Problems: 1) knob can be interpreted as indicated 2 different settings simultaneously; black dot indicator on knob very small and not visible from all angles, 2) monitor screen readout not visible from all angles, 3) position of nurse not compatible with using this equipment.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: invalid data, device failed during assembly. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, device recalled by manufacturer/distributor. Invalid data - on device destroyed/disposed of status.